Event description:
It was reported that, in 2017, a first revision surgery with change of the insert and ball head was carried out due to wear (right body side). Original implantation was in 2001.

Manufacturer narrative:
Corrected information in b5 and h6 (medical device problem code).

Manufacturer narrative:
Results of investigation: it was reported that, in 2017, a first revision surgery with change of the insert and ball head was carried out due to poly wear. The complained unknown bicon-plus plastic insert used in treatment, was not returned for investigation nor was a device or batch number communicated. An appropriate investigation could therefore not be conducted and the reported issue could not independently be confirmed. A medical investigation was conducted. The provided x-rays and medical records did not lead to a clear conclusion for the reported wear of the insert. The IFU (lit. No. 12.23 ed 05/16) identifies wear as a known risk factor in combination with a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on available information the root cause for the reported issue cannot be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. The complaint will be reopened should the complained device be received.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that, in 2017, a first revision surgery with change of the insert was carried out due to wear (right body side). Original implantation was in 2001.